Event description:
It was reported that the right ventricular (rv) lead was replaced due to noise, oversensing and pacing inhibition. Previously, the patient reported having chest pain, and there was an abrupt jump in rv lead impedance from the 600 ohms range to 1466 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to high out-of-range pace impedance measurements, noise, oversensing and pacing inhibition. Previously, the patient reported having chest pain, and there was an abrupt jump in rv lead impedance from the 600 ohms range to 1466 ohms. Later, the rv lead pace impedance showed high, out-of-range measurements of greater than 3000 ohms. Boston scientific technical services was contacted to discuss reasons for the out-of-range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The outer coil exhibited intermittent readings consistent with an outer coil fracture at the outer coil-to-terminal ring weld. The lead underwent a computed tomography (CT) scan, which showed a break in the outer coil wire. The wire break is positioned almost exactly 90 degrees relative to, or is perpendicular with, the tip of the coil wire near the weld area. A cross-functional team is reviewing this occurrence and will determine what, if any, corrective action(s) are warranted.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to high out-of-range pace impedance measurements, noise, oversensing and pacing inhibition. Previously, the patient reported having chest pain, and there was an abrupt jump in rv lead impedance from the 600 ohms range to 1466 ohms. Later, the rv lead pace impedance showed high, out-of-range measurements of greater than 3000 ohms. Boston scientific technical services was contacted to discuss reasons for the out-of-range impedance measurements. No additional adverse patient effects were reported.